Event description:
It was reported that during testing conducted at the manufacturer facility, the irrigation wheel had no rotation. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.